Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot referenced. Conclusion: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as product return, pre and post operative x rays, operative reports, pathology report including the strain of infection identified, patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: triathlon ps fem comp #7l-cem; 5515-f-701; cbe2n, triathlon prim tib baseplate - cemented; 5520-b-600; va4ha, triathlon asymmetric x3 patella; 5551-g-381; 6e6v, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left knee was revised due to infection (infection reported by surgeon, unknown if clinically identified, rep reported knee was "full of pus"). All primary implants were removed and replaced with a cement spacer.